Manufacturer narrative:
.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. A review of complaint history revealed no other complaints for this device batch. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted.

Event description:
It was reported that the insert would not seat extending surgery time 30-60 minutes.